Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not identified the root cause of the patient¿s post-operative complication. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The following information is unknown: the date the da vinci-assisted surgical procedure was performed, if the patient experienced any intra-operative complications, what date the post-operative complication was identified, what date the reoperation was performed, and the patient¿s current status. A follow-up MDR will be submitted if additional information is received. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient experienced an alleged staple line leak along the bronchial stump. However, the root cause of the post-operative complication is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted pulmonary lobectomy procedure on an unspecified date, a staple line leak was identified on the bronchial stump. The surgeon indicated that the patient had to be taken back for another surgical procedure to repair the operative complication. No further clinical information was provided.

Manufacturer narrative:
On 10/19/2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the isi clinical sales representative (csr): the csr confirmed that the surgical procedure was performed on (B)(6) 2018. She was present during the case. There was no indication that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. No stapler-related issues were encountered by the surgical staff during the operation. There was no visible tissue bunching or tension when the curved-tip stapler 30 was fired along the bronchial stump. The staple line leak was found where a green stapler 30 reload was fired. No malformed staples were identified. The curved-tip stapler 30 instrument and green stapler 30 reload involved with the reported event are not available for isi to evaluate. The patient underwent an open surgical procedure on (B)(6) 2018 to address the staple line leak. The csr indicated that the patient has since recovered. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient experienced an alleged staple line leak along the bronchial stump. However, the root cause of the post-operative complication is still unknown.